Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had fallen and would not capture. Reprogramming was done and this patient would be reassessed. This lead remains in service. No adverse patient effects were reported.